Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B)(4) for the reported event of adapter leak.

Event description:
It was reported to boston scientific corporation that a wolf hysteroscope adapter was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. Patient information is not available. According to the complainant, during ablation the hta machine detected a fluid loss and the surgeon noticed fluid leaking from the adapter. The procedure was stopped and completed using a different device. The patient was reported to be stable at the conclusion of the procedure.